Event description:
Boston scientific technical services (ts) was contacted by a boston scientific sales representative (sr) regarding this implantable cardioverter defibrillator (ICD). This ICD had multiple episodes which could not be viewed under the arrhythmia logbook or conversion summary. Episodes were classified as ventricular tachycardia (vt), supraventricular tachycardia (svt), and non-sustained ventricular tachycardia (nsvt). One episode resulted in rhythm acceleration, but was unable to be reviewed because it was overwritten. The patient also recalls receiving a shock which could not be reviewed. Ts discussed episode priority in regards to saving to the device memory. Currently, this ICD remains implanted and in service. There are no allegations against this ICD. No adverse patient effects reported. Two years later, technical services was contacted regarding many non-sustained episodes with the same issue. No issues were noted with rhythm acceleration. It was thought the patient had received an inappropriate shock due to arial fibrillation with rapid ventricular response. Reprogramming the duration was recommended. No further issues were reported.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently approximately two years later, this device was received at the post market quality assurance laboratory without further allegations.

Event description:
- -

Manufacturer narrative:
As of this date, this device remains implanted and in service. Should additional information become available this event will be updated.

Event description:
- -

Manufacturer narrative:
- -